Event description:
A nurse reports that during intraocular lens (iol) implant surgery, a bent haptic was noted after insertion. The incision was enlarged to facilitate removal and replacement of the iol. Additional has been requested.